Event description:
Contact lens induced papillary conjunctivitis with dozens of the lotrafilcon b contact lenses. Started spring 2015, new cases still occur on a monthly basis. Alcon analysed reported cases, concluded no add'l investigation necessary. Pts age range from 14 to 67. All but one case got solved by quitting wearing the airoptix lotrafilcon b contact lenses. Airoptix acqua-(B)(6) 2013-(B)(6) 2018; airoptix toric-(B)(6) 2015-(B)(6) 2018; airoptix multi-(B)(6) 2015-(B)(6) 2018.